Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd syringe luer-lok¿ tip experienced leakage and device damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: material no: 302995 batch no: unknown (maybe (B)(4)). Issue: anesthesia reported several 10ml syringes leaking from the side of the syringe barrel.